Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a ligation for internal hemorrhoids procedure performed on (B)(6) 2021. During the procedure, the band did not deploy. The device was removed and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and it was observed that the trip-wire had several kinks.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a ligation for internal hemorrhoids procedure performed on (B)(6) 2021. During the procedure, the band did not deploy. The device was removed and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and it was observed that the trip-wire had several kinks.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable issue of bands unable to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the tripwire was cut. Also, the trip wire was not secured in the handle assembly and the slack was not taken up correctly. The ligator head returned with 3 bands attached, some of them were moved out of their origial positions and were overlapped. Media analysis of a photo provided by the customer showed the handle assembly with the tripwire kinked. Microscopic inspection was performed and it was found that the end of the tripwire was likely cut by a mechanical tool and was likely done by the customer to remove the device from the endoscope. No issues were observed on the ligator head teeth. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. The reported event was confirmed. The bands were moved from their original positions and overlapped indicating a deployment failure. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle assembly, nor did the handle have evidence that the trip wire was previously secured. Additionally, the slack on the trip wire was not taken up properly. Failure to follow these steps can cause the trip wire to slip through the handle assembly during deployment and cause an inaccurate deployment of bands. Additionally, the trip wire was found kinked. This could have been generated due to handling and manipulation of the device and/or the technique used while setting up the device. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.